Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic colon. According to the reporter: the surgeon connected the anvil to the stapler and heard it click. The surgeon closed the stapler and fired. When the stapler was open, the anvil detached and no staples were present and there was a hole in the bowel. The surgeon performed an unintended colostomy on the pt. The red safety latch on the device was broken. Examination of the tissue specimen revealed staples.